Manufacturer narrative:
The exact date of event is unknown. The customer reported the incident occurred 1 month ago. (B)(4). Medical device expiration date: this device does not have an expiration date. Device manufacture date: 16jul2016 to 18jul2016. Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record was completed for lot #6144761. All inspections and challenges were performed per the applicable operations qc specifications except for one notification for an undocumented half hourly inspection on one of the packaging lines. Pre- and post-inspections were performed and passed and as a result all product from this time period was released to production. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the customer removed the needle shield from the suspect device, barbs on the needle stuck her finger. No medical interventions were provided. The customer reported 2 syringes were affected.